Event description:
It was reported that an IV port of an interlink continu-flo solution administration set was displaced during infusion. There is no report of patient/user injury or medical intervention needed in association with this event.

Manufacturer narrative:
(B)(4). One sample was available for evaluation. No defect was observed during visual inspection. The sample was spiked into an in house 1000ml solution bag and re-primed. This showed that the sample primed and flowed normally. An in-house bd lever lock was then inserted into each septum with no inversions noted or leaks noted. The returned set primed and flowed normally with no inverted septum¿s noted. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.